Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The biomed reported the mx40 telemetry device displayed a speaker malfunction inop message and had no audible sound. It is unknown if the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed reported the mx40 telemetry device displayed a speaker malfunction inop message and had no audible sound. At time of report there is no known impact or adverse event.